Manufacturer narrative:
The investigation including review of images, could not confirm the cause of the reported issue for this event. H6: component code was added. G4: date received by manufacturer was entered as date when sending a supplementary report.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Due to no device return, an investigation could not be performed. One photo related to images was received. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Images received via (email) with no patient identifier or date of acquisition in image. Images provided do not allow for evaluation in relationship to this event. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient was to be implanted with a 13mm x 5cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) to treat iliac aneurysm. When the viabahn device was advanced to target lesion, the physician pulled out the deployment line. The deployment line got stuck near the distal end. Therefore, the delivery system was removed out of patient. The viabahn device was successfully expanded with big force. However, the deployment line was difficult to separate. The physician cut the deployment line. A part of deployment line was left inside the patient and a bare metal stent was used to fix it. The patient tolerated the procedure.